Event description:
I used poligrip from summer of 1998 till early 2009. While using poligrip, I began experiencing numbness and tingling in my extremities. In 2007, I was diagnosed with neuropathy. Blood tests taken at that time showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream. Frequency: once daily. Route: po. Dates of use:1998 - 2008. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.